Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss reviewed with the customer if may be a cassette issue. The customer will check if the issue was caused by the cassette. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A biomedical engineer reported a system message displayed during a cataract with intraocular lens implant procedure. Following a five to ten minute delay and a system exchange, they completed the procedure with no harm to the patient.